Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 550 mg/dl. The customer administered a correction injection via multiple daily injections to address the elevated blood glucose level. The customer changed the cartridge and infusion set and resumed insulin therapy.